Event description:
Procedure type: hysterectomy. According to the reporter: the needle fell out of the device. Product was loaded correctly and tested before handing off to surgeon. Needle was bent and fell out before surgeon started contacting tissue inside patient. Fragment of needle and suture in patient. Needle and suture were easily removed from the patient. No injury, five minute delay.

Manufacturer narrative:
(B)(4).